Event description:
A hospital in another country reported to our distributor that the white connector of an rt021 catheter mount of the breathing circuit was loosely connected and therefore very easy to remove. This was found prior to use. No pt consequence was reported.

Manufacturer narrative:
This is a malfunction that has been reported to fisher & paykel healthcare by a distributor in another country. The product is also sold in the USA but has no 510(k) as this device is classified under class 1. The rt021 catheter mount was visually examined for loose connections. Results: the connectors of the catheter mount are loose. The dimension of the connectors was checked against product specifications found to be out of specification. A lot check revealed no other complaints of this nature for this lot number. Conclusion: this failure is caused by a molding defect during production resulting in a connector that is slightly reduced in size. This prevents the connector from forming a sufficiently snug fit with the tubing. Our monitoring and trending of incidents involving loose connectors has a rate of occurence worldwide for the last year of 0.0002%.